Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was not successfully implanted due to lead damage. Reportedly, the clinic technician pierced the lead with the stiff end of the guidewire while introducing it to the lead at the distal end before implant. The lead was never in service. No adverse patient effects were reported.